Event description:
New information received notes that during a device change out due to elective replacement indicator (eri), lead noise was not reproducible. The lead was capped and replaced on (B)(6) 2020. The patient experienced sick sinus syndrome and was stable before, during, and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, several episodes of atrial lead noise was observed, which was not reproducible with isometric exercises. No changes were made. The patient was stable before, during and after the event.